Manufacturer narrative:
The reported issue was not confirmed. During laboratory evaluation, the complaint was not duplicated, as the level module functioned normally throughout the evaluation. The product surveillance technician (pst) connected level detect module to system-1 power supply. He connected lab use only (luo) yellow and red level sensors to luo reservoir test fixtures. The pst connected luo yellow and red level sensors to level detect module. He powered on luo system-1 power supply, opened the perfusion screen and assigned level detect module. The pst enabled level sensors from perfusion screen and observed normal operation. He adjusted fluid level below sensor membrane on luo reservoir test fixture (ten times). The pst observed proper audible and visual alarm signal on central control monitor (ccm). He disconnected level module from system-1 power supply and moved to cold chamber for two hours at ten degrees celsius. The pst retrieved the level module from cold chamber and reconnected to system-1 power supply. He enabled the level sensors from perfusion screen and observed normal operation. The pst adjusted fluid level below sensor membrane on luo reservoir test fixture. He observed proper audible and visual alarm signal on ccm. The pst disconnected and disassembled level module, inspected solder joints and components of both generic and application boards, with no anomalies observed. The pst reassembled level module and continued testing over a 24-hour period and observed normal operation. The pst attached level module to automated test equipment (ate) test fixture and performed testing routine, and observed level module to pass ate testing. The data log files do not cover the complaint date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00313.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the alarm channel of the level pod assembly was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.